Event description:
It was reported that the procedure was to treat a lesion located distal to a previously deployed unknown stent located in the left anterior descending artery. The 2.5x15 mm xience xpedition stent delivery system would not cross the previously deployed stent that had new stenosis distal and proximal to the stent. During retraction of the sds from the anatomy, the stent implant dislodged on to the guide wire proximal to the previously deployed stent. A balloon catheter was advanced to the dislodged stent and the stent was deployed where is dislodged in diseased tissue. A non-abbott stent delivery system was able to cross successfully for treatment of the restenosis. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.